Manufacturer narrative:
(B)(6) returned the prime pump and cause of damage was a leaking component. Pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0872 inches, however, the pump failed the sleep current measurement. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected battery alarm/alerts on event date noted. Pump passed the leak test. Pump was cut open to perform visual inspection and found cracked l7 at pcba 1. Pump was left for 24 hours to allow the internal battery to charge. Pump was tested again, however, the high sleep current persisted. Swapping out test boards confirms high sleep current is isolated to pcba 1 and pcba 2. The test sc1 cap and reservoir does lock in place in the reservoir compartment. The following were noted during visual inspection: scratched case. Unable to verify customer alleged for high bgs. Sleep current measurement test failed due to high sleep current. High sleep current due to leaking components on pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated the user was hospitalized for high blood glucose. Blood glucose reading was 520 mg/dl. Auto mode feature was active at the time of event. User alleged that the insulin pump was under delivering insulin and stated that the insulin pump was not microbolusing insulin and did not allow a manual bolus when blood glucose value was above 400 mg/dl. User declined to further troubleshooting. The insulin pump was return for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.  The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states on (B)(6) 2022 the customer alleged visited the emergency room high bgs. Pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0872 inches, however, the pump failed the sleep current measurement. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected battery alarm/alerts on event date noted. Pump passed the leak test. ¿pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Pump was left for 24 hours to allow the internal battery to charge. Pump was tested again, however, the high sleep current persisted. Swapping out test boards confirms high sleep current is isolated to pcba 1 and pcba 2. The test sc1 cap and reservoir does lock in place in the reservoir compartment. The following were noted during visual inspection: scratched case. Unable to verify customer alleged for high bgs. Sleep current measurement test failed due to high sleep current. High sleep current due to electronics defect and isolated to the electronic assembly on pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.